Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver connected the patient¿s dexcom g7 cgm to the ilet after a temporary period using an older medtronic pump, performed a full infusion set change (23 in, 6 mm contact detach), and observed elevated blood glucose for approximately two hours without use of backup therapy or ketone testing; no alerts or alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention and no hospitalization. Investigation included agent-facilitated troubleshooting, confirmation that the cgm was reading, and provision of education and tutorial materials to the caregiver. Investigation of this case revealed no device alarms or specific device malfunction identified; the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was not determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.